Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, battery out limit alarm, keypad unresponsive/button error alarm and excessive no delivery test due to blank display. Insulin pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer was assisted with pump exposed to fluid troubleshooting. The customer¿s blood glucose was unknown at the time of the incident. The customer stated the insulin pump was exposed to fluid/moisture when they were pushed in a pool. The customer reported that the insulin pump was exposed to fluid in the past with no moisture visible. The customer stated that after the fluid exposure, more or frequent button error and keypad anomaly was received. Troubleshooting was moved to battery out limit because the customer stated that they received the alarm after a battery change. The customer stated that insulin pump was alarming at the time of the call. The customer was assisted with clearing the alarm but the insulin pump alarmed battery out limit again after inserting a new battery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Button error/keypad anomaly troubleshooting was also performed. The time advanced when monitored for one minute. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.